Event description:
It was reported that during an atrial lead revision procedure, it appeared that the right ventricular lead was abraded or the outer lead body was -nicked- near the suture tie-down location. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.